Manufacturer narrative:
G3 initial awareness date was 04jun2026. The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the device, plpul2020, ultra surgical smoke evacuation pencil, was used in a laparotomy reversal of hartmann's procedure + abdominal wall repair + creation of ileostomy on 03jun26 and ¿the smoke pencil was extended and the electrode had not been changed for this procedure. The housing that accommodates the electrode became free and fell in to patient. Used a scope to find missing part.¿ the procedure was completed with the use of another plpul2020, and a delay of 10 minutes. There was no impact to the patient, whose status was reported as ¿well¿. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.